Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working due to reservoir fluid loss. As a result, the cylinders were not inflating, and the pump remained flat. The device was subsequently explanted and replaced. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis stopped working (ipp) due to reservoir fluid loss. As a result, the cylinders were not inflating, and the pump remained flat. The device was subsequently explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that both cylinders had wear at fold in the proximal end and middle of the cylinder. No leaks were identified. The reservoir was microscopically inspected, and leak tested. The microscope test revealed that the reservoir had wear at a fold in reservoir shell and a hole at the corner of a fold. Leaks were identified. Based on the information available and analysis results, the leak at the corner of a fold in the reservoir confirmed the reported clinical observation of cylinder inflation issue and the reservoir fluid leak.